Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Tested system for several hours with another medtronic representative and was unable to reproduce any issues. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A medtronic representative reported that the imaging system would not boot up and displayed a red x on the generator. To troubleshoot, he attempted to reboot the system three times. One of them he let run for 20 minutes with no resolution. There was no patient present when this issue was identified.